Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the pump and to contact support again if the malfunction reoccurred.